Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The 32mm in length, de novo, eccentric target lesion was located in the mildly calcified, moderately tortuous and 2.25mm in diameter mid left anterior descending (lad) artery. After a 3.5mm non bsc guide catheter and a 50mm non bsc guide wire were advanced, predilation was performed using a 2.00mm x 20mm maverick balloon catheter with residual stenosis of 70%. Then a 32mm x 2.25mm taxus liberté stent was advanced but was not able to cross the target lesion. The device was removed. The stent was found to have a protrusion in one or two of its struts. The procedure was completed using a 2.25mm x 32mm and 2.75mm x 18mm non bsc stents which were overlapped from mid lad to proximal lad. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The 32mm in length, de novo, eccentric target lesion was located in the mildly calcified, moderately tortuous and 2.25mm in diameter mid left anterior descending (lad) artery. After a 3.5mm non bsc guide catheter and a 50mm non bsc guide wire were advanced, predilation was performed using a 2.00mm x 20mm maverick balloon catheter with residual stenosis of 70%. Then a 32mm x 2.25mm taxus liberté stent was advanced but was not able to cross the target lesion. The device was removed. The stent was found to have a protrusion in one or two of its struts. The procedure was completed using a 2.25mm x 32mm and 2.75mm x 18mm non bsc stents which were overlapped from mid lad to proximal lad. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most proximal rows were lifted. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).